Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was 988 ohms on (B)(6) 2016. Analysis of the device memory indicated the right ventricular lead integrity alert. A rv lead integrity alert warning occurred for 2 or more non-sustained high rate episodes <(><<)> 220 milliseconds and rv lead impedance variation in the last 60 days on (B)(6) 2016. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Evidence of noise oversensing was noted during high rate non-sustained episodes on (B)(6) 2016.

Event description:
It was reported that a patient alert sounded due to noise on the right ventricular (rv) lead channel and high pacing lead impedance. An x-ray confirmed a lead fracture near the clavicle. Upon explant, it was noted that the lead fractured near the anchoring sleeve. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.